Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned.

Event description:
This pi is for left hip. It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on her left hip on or about (B)(6) 2012. It is further alleged that she suffered injuries as result of implantation of the device(s) at issue, device recall and excessive levels of chromium and cobalt. Patient has not yet scheduled a surgery for explantation of the femoral head at issue.

Event description:
This pi is for left hip. It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on her left hip on or about (B)(6) 2012. It is further alleged that she suffered injuries as result of implantation of the device(s) at issue, device recall and excessive levels of chromium and cobalt. Patient has not yet scheduled a surgery for explantation of the femoral head at issue.

Manufacturer narrative:
Reported event: an event regarding abnormal ion level involving an metal head was reported. The event was not confirmed. Method & results: product evaluation and results: could not be performed as the device remains implanted. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there has been no other event for the lot referenced. Conclusions: it was reported that the patient had excessive levels of chromium and cobalt in his blood. It is further alleged that he suffered injuries as a result of implantation and explantation of the device at issue. The device is not part of a recall. The event could not be confirmed, nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. Further information such as medical documentation are needed. If the additional information are received, this investigation will be reopened and re-evaluated.